Manufacturer narrative:
The device has not been returned for evaluation. Radiographic confirmation was not available; the fracture was noted in the clinical summary received . No actions were taken to correct the reported event. Review of labeling notes: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries". "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Device not returned.

Event description:
On (B)(6) 2013 a (B)(6) year old male patient underwent a 4 level procedure from c4 to t1 spine levels. The 12-month follow-up notes indicate fracture of two screws at the t1 level. The fractured screws remain in the patient. No revision is planned. No patient injury has been reported.